Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced high blood glucose and insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 452 mg/dl. The troubleshooting was performed. Drive support cap was loose. The insulin pump will not be returned for analysis.